Manufacturer narrative:
(B)(4). The reported programming anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that phantom programming was observed on the device. Patient presented in clinic with a device that had reached eri. At a subsequent follow up that patient noted experiencing palpitations. Upon device interrogation, the device was found to be programmed differently since the last follow up without any indication of an interrogation or programming change having been made in the intervening time period. Device was explanted. No further information.